Event description:
The user reported that the monitor beeped continuously with a blue screen. The device was powered on and off twice with the same result. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.